Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of [400mg/dl] compared to glucose values of [137mg/dl] respectively obtained on the comparison device, when plotted on a parkes error grid, fall into the [c] zone, showing the difference in values to be clinically significant. The length of sensor wear was [14 days]. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, investigation is pending. A follow-up report will be submitted upon completion of investigation activities. This complaint was reviewed and is being submitted as it has been reassessed as reportable as the result of retrospective review associated with a CAPA. All pertinent information available to abbott diabetes care has been submitted.